Event description:
"Alleged that the seat to the commode cracked at the seam on the left side."

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 9669, serial number/date code is unknown. The owner's manual is found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.